Event description:
It was reported that the procedure was to treat the popliteal and superficial femoral arteries. The emboshield nav6 embolic protection system (eps) was deployed and orbital atherectomy was performed. When backing the atherectomy device out to treat another lesion, this pulled the viperwire and the filter of the emboshield nav6 eps dislodged. The atherectomy device was removed and the retrieval catheter of the emboshield nav6 eps was attempted but could not be advanced due to the newly atherectomized surface of the vessel. The tip of the viperwire separated but was inside the filter. The filter was pulled into the sheath and the sheaths were swapped but the wire tip remained in the patient's heel in an occluded vessel. A drug coated balloon was used to complete the procedure. The patient was stable throughout the procedure. There were no adverse patient effects and no clinically significant delay due to the emboshield. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - guide wire / fdw selection incorrect.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulties appear to be due to circumstances of the procedure. In this case, based on the information, the filter dislodged from the viper wire due to the wire being inadvertently pulled with the atherectomy device during removal causing difficulty removing. The failure to advance the retrieval catheter was the result of interaction with the newly atherectomized surface of the vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.